Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the bronchial artery using ruby coils. During the procedure, the physician's original plan was to track through coils that were previously placed in the target vessel during a previous procedure and deploy a few ruby coils. However, in situ, the previous coils could not be crossed; consequently, the landing zone for vessel access off the aorta and landing zone for ruby coils was very limited. While advancing a ruby coil through a lantern delivery microcatheter (lantern) and into the target vessel, the lantern kicked back causing the non-penumbra angiographic catheter to kick out into the aorta. Consequently, the ruby coil unintentionally detached from the pusher assembly and into the patient. The physician then attempted to retrieve the detached ruby coil using a snare device; however, while using the snare device, the detached ruby coil broke and was partially removed. The remaining ruby coil filaments began to unravel and had to be retrieved using a smaller snare device. A very small and inconsequential amount of coil filament (1.5-2mm) remained collateral to the patient's left deep femoral artery. The procedure was completed using glass embolic spheres. There was no report of an adverse effect to the patient.